Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/04/2014 with the following findings: the pump paint is peeling. The bolus button cover is torn but responds appropriately. The pump booted to the verify screen with dim pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed pump booted to the verify screen with dim pink contrast. This report is made based on results of investigation completed on 06/04/2014.